Event description:
It was reported that at implant of the left ventricular lead, the guidewire was withdrawn so that its lead tip was in the svc, but it could not be withdrawn further. The physician chose to cut the guidewire and left it in the lead. The lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.